Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 123 mg/dl at the time of incident and current blood glucose level was 177 mg/dl and other 119 mg/dl. The user alleged the insulin pump was under delivering insulin. Customer was treated high blood glucose with insulin pump. Customer experienced a nausea. No harm requiring medical intervention was reported. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The cannula was not bent. The insulin pump will not be returned for analysis.